Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue - (B)(6) 2025: placement waveforms accurate on impella. Over the weekend, placement signal failure. Spontaneously recovered after purge cassette change. Data logs confirm the clinical narrative showing psnr alarms on (B)(6) with snr drop to 0, contrast oscillating, light and gain drop. Lamp steps up to 100. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. On (B)(6) 2025 reports placement signal drift, 20pts lower on impella than on cuff pressure. Then on (B)(6) 2025 pt map on impella reading 10 points lower on impella and pump position was confirmed via echo and placement signal wave form was visible. Data logs for these dates confirm the clinical narrative and show variable ps. The mc is stable with no spikes. A few suction alarms on (B)(6) that resolve. The cause of the optical signal issue, ps lower than patient's cuff pressure, was unable to be determined due to lack of clinical information and no product returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issues per a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
Us complainant reported that a patient was on impella 5.5 for hemodynamic support. It was also noted of placement signal failure that spontaneously recovered after purge cassette change.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device via the right auxiliary artery for mechanical circulatory support (mcs) and the following day, the patient experienced ventricular tachycardia requiring a shock by the implantable cardioverter defibrillator. An ultrasound was completed to verify placement. The impella 5.5 device was deep under transthoracic echocardiogram and was pulled back. Two days later, a non-occlusive thrombus in right radial artery was noted. Subsequently, approximately four days later on a computed tomography angiogram, it showed a right pectoral muscle enlargement concerning intramuscular hematoma. The patient had increasing pain overnight. The patient remains status two for heart transplant. Following four days. Lactate dehydrogenase were hemolyzed. Heparin was withheld two days later, and right arm pain was much lower. The patient remained status 2 for transplant and continued on impella mcs. Latest update noted approximately 12 days later the patient was planned to undergo the heart transplant.

Manufacturer narrative:
As last reported, the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿